Event description:
No additional information.

Manufacturer narrative:
Investigation summary: p14j protector received for investigation. Upon visual inspection, no defects or issues observed. Fourier transform infrared spectroscopy was performed, confirming the foreign substance is a piece of butyl rubber and silicic acid compounds, a component that carries the rubber stopper of the vial and the talc of the membrane. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time.

Event description:
It was reported that coring occurred in the infusion bag with the unspecified bd phaseal¿ connector while preparing the medication. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, translated from japanese: "coring occurs during preparation some fragments found in infusion bag. Facility wants to know the size of the coring fragments."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.